Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a transmitter failed error. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the allegaton and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. The bin log was downloaded and evaluated with no related errors observed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.